Event description:
The clavicle pin broke while inserting in the patient.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that eleven other devices from lot dn7kw1 have been delivered and can be reasonably concluded implanted without issue, as no further reports are identified. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.